Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a lead safety switch (lss) was triggered on this right ventricular (rv) lead. The rv pace impedance had registered greater than 2000 ohms. As the pacemaker was recently replaced, it was thought that there could be a connection issue. An x-ray revealed that the lead terminal pin was not fully inserted into the header. The patient went into surgery and the pin was reinserted. All measurements remain normal. No additional adverse patient effects were reported.